Event description:
A malfunction was reported on the customer's pump, identified with malfunction code malf 3 and fault ID 0x2095. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump since the malfunction code was not resettable. The caller was informed that the replacement pump would have updated software. The customer was instructed to place the faulty pump into storage mode before returning it and to program their settings and connect their cgm to the new pump. The customer acknowledged all instructions regarding the return and replacement process.